Manufacturer narrative:
The reported complaint of device breakage is confirmed. Conmed received one 60-6085-200a in opened original packaging. The reported lot number was verified. A visual inspection was performed; the device was received in multiple pieces. Measurements were taken using vermont pin gage set (c3244) and found the inner diameter of the green cup and of the shaft of the device measured within spec. However, according to the photographic evidence of the returned device, the green cervical cup shows a chip on the guide ridge. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of 2 complaints involving 2 devices for this lot number and failure mode. A two-year review of complaint history for the failure mode of "pilot balloon is dislodged from lumen during use" pertaining to the balloon, revealed there has been a total of 15 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). A two-year review of complaint history for failure mode of "cervical cup does not stay on device" pertaining to the cups, revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU advises the user to reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. (There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve.) This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Although attempts have been made to gather additional information, at the time of this reporting, no clarification has been received. Although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with a vcare, small (32mm) cup, item # 60-6085-200a, lot 201907081 that occurred (B)(6) 2019 during a laparoscopic hysterectomy procedure at (B)(6) medical center. It was reported that "the device came apart upon removal from the patient. All parts of the device were found." It is indicated that the laparoscopic hysterectomy procedure involving a (B)(6) year old female weighing (B)(6) kg, was successfully completed with no reported delay and with no injury or impact to the patient. " to date, although multiple attempts have been made to gather additional information, no further information has been provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as no fragments were left.